Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer had failed and the driver was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer was not detected on the bus, and all the cubies in drawer also showed as not detected on the bus. A field service engineer opened the rear access panel to inspect the drawer and found no power on the full-height controller board. The drawer was removed from the station chassis for inspection, and the controller board was replaced. The drawer was successfully tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.